Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed on a patient with a broccoli-shaped left atrial appendage with a maximum ostial diameter of 24mm. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds) was selected for use. Initial active-clotting time (act) was 195 seconds following administration of 4ml of intravenous therapy (IV) heparin. Prior to angiography, using the was and a pigtail catheter, act was confirmed to be 312 seconds, and exceeded 350 seconds at the time. The wds was deployed, and position, anchor, size and seal (pass) criteria was achieved on the third deployment. While preparing for device release, a floating structure suspected to be a thrombus was observed within the was. Aspiration through the wds was attempted; however, no material was retrieved. Due to concern for potential further thrombus formation, the closure device was released. The connection between the was and wds was then detached, and the wds was removed. The structure remained visible on echocardiography at that time. Aspiration was performed through the was during septal crossing and removal from the left atrium. No thrombus was visualized in either the left or right atrium following removal, and no material was found adhered to the was or wds upon inspection. Post-procedure, the patient awoke without neurological deficits and was placed under observation. The physician noted that there was a high possibility that thrombus had adhered to either the was or the wds. Since the act was sufficiently prolonged, it was also considered possible that part of the device coating had peeled off and that the thrombus had adhered to that area. During the observation period, the patient was heparinized and closely monitored for the presence of any neurological findings. There were no further complications.